Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The biomed reported that the ventilator would not power on. There was no patient involvement.

Manufacturer narrative:
Per the field service engineer(fse), the unit would power-on normally, however, the problem was confirmed to be related to a blank display screen. The fse replaced the display screen to address the finding but replaced the power management board for customer satisfaction and confidence only.